Event description:
A physician reported during an intra ocular lens implant procedure, foreign material (plastic shavings-like) was observed adhering to the iol optic. The surgery was completed without product replacement. Since there was no foreign material on the optic before setting, there was a strong suspicion that foreign material that existed in the cartridge adhered to the iol when it passed through. Additional information has been requested.

Manufacturer narrative:
The used company cartridge was not returned for evaluation. Five unopened company cartridges were returned. One of the returned company cartridges was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumen. The company cartridge was functionally tested per the instruction for use (IFU). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The lens model/diopter, handpiece and viscoelastic being used were not provided. It is unknown if a qualified combination was used. The root cause for the reported complaint could not be determined. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The root cause for the reported issue could not be determined. Alcon opened an investigation as part of the continuous improvement process, actions will be taken as deemed necessary. The manufacturer internal reference number is: (B)(4).